Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. The device evaluation revealed that the drill performed according to all specifications, however the pneumatic hose assembly had a hole. It is unknown how the hose damage occurred, but may be the result of mishandling. The hose assembly was replaced and the drill was returned to the user facility.

Event description:
It was reported that during testing conducted prior to the start of a surgical procedure, a hole was discovered in the hose portion of the pneumatic drill. There was no report of any oil leakage from the device. This event did not occur during a surgical procedure, so there was no patient involvement. Backup equipment was available for the scheduled procedure, without causing a delay. No user injury was reported, and no other adverse consequences were alleged with this event.